Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable was frayed at the distal clevis hub. There was no damage found at the hub. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization of the instrument, a broken cable was identified.